Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not receiving insulin due to bent cannula and never received a no delivery alarm. Customer reported that blood glucose was high but did not report a number figure. Customer declined troubleshooting and high pressure test due to being at work. Customer was advised to call back.